Manufacturer narrative:
Code 2137 ¿ blurred vision code 2038 ¿ red eye code 2091 ¿ swelling discharge, burning sensation, infection, bacterial, conjunctivitis, irritation, tearing, excessive, pain, actual device evaluated, visual inspection, unable to confirm complaint, contact lens, no code available.

Event description:
On (B)(6) 2016, the patient (pt) reported he/she was seen by his/her eye care provider (ecp) on (B)(6) 2016. Pt reported the following: ¿the problem happened after I received a pair of trial "acuvue oasis (for presbyopia)¿ to try for new prescription. When I got home, my left eye started turning red and swollen, and having discharge, almost looked like having some sort of infection or pink eyes.¿ pt also reported "unclear vision." On (B)(6) 2016, spoke with the pt directly and the following additional information was provided: pt reported he/she started wearing the lenses at 5:00 pm and he/she started having symptoms around 6:00 pm. Pt reported he/she saw his/her ecp on (B)(6) 2016 and was diagnosed with pink eye. Pt reported he/she was prescribed ofloxacin 0.3 drops qid for one week. Pt reported symptoms started in his/her os first then spread to his/her od. Pt reported the suspect lenses are available for return. Pt stated his/her eyes recovered and he/she was allowed to return to lens wear on (B)(6) 2016. Multiple attempts were made to the treating ecp for additional information. We were unable to obtain additional information from the ecp. On (B)(6) 2016, the treating ecp called and provided the following information: the ecp reported the pt was seen on (B)(6) 2016 experiencing burning, redness, discharge ou that started the evening before with os and progressed to od the next morning. Ecp reported the pt was diagnosed bacterial conjunctivitis on (B)(6) 2016 and prescribed ocuflox qid x 1 week ou, discontinue cls wear and follow up in 1 week. Ecp stated the pt kept follow up appointments and went back to cl wear. On (B)(6) 2016, additional medical information was received as follows: date of visit: (B)(6) 2016. Chief complaint: red eyes ¿this is a (B)(6) yr old female who comes in for a chief complaint of red eyes, involving the right eye and left eye. The red eyes are burning, irritated, and painful associated with discharge, swelling in eyelid(s) and tearing. The red eyes are moderate in severity; right eye and left eye are equal. The red eyes have been present for 2 days.¿ eye exam: os: 20/40 old rx, os: 20/30 -2 old rx. Pupil normal: od: normal, round, regular, reacts well, os: normal, round, regular, reacts well. Iop: od: 15, os: 22. Motility: full ou. Visual field test type: confrontation visual fields. Visual field test result: full to finger counting ou. Exam: od external: normal lid position, nasolacrimal and orbital exam. Od lid margin: mucus membrane. Od conjunctiva: 2+ papillary conjunctivitis. Os external: normal lid position, nasolacrimal and orbital exam. Os lid margin: mucus membrane. Os conjunctiva: 2+ papillary conjunctivitis. Slit lamp examination od: od cornea: clear cornea. Od anterior chamber: deep and quiet anterior chamber. Od iris: normal iris without rubeosis. Od lens: clear lens. Slit lamp examination os: os cornea: clear cornea. Os anterior chamber: deep and quiet anterior chamber. Os iris: normal iris without rubeosis. Os lens: clear lens. General appearance of the pt is well nourished. Orientation: alert and oriented x3. Mood and affect: no acute distress. Impression /plan: bacterial conjunctivitis ou. Pt to rtc, discontinue cl wear. Prescription: ocuflox 0.3 % eye drops ophthalmic sig: 1 gtt qid x one week ou. Date of visit: (B)(6) 2016 chief complaint: f/u bacterial conjunctivitis ou evaluated on (B)(6) 2016. ¿this is a (B)(6) yr old female who is following up for bacterial conjunctivitis ou. Since then, the pt stated the bacterial conjunctivitis is better. The pt followed the treatment plan as directed.¿ eye exam: vision - od: 20/40 -2, os: 20/25, ou: 20/25. Wearing glasses: od: -7.00 / -1.75 x 085, os: -8.00 / -1.00 x 095. Contacts: acuvue oasys for presbyopia. Od: -7.00, bc 8.4, diameter 14.0, os: -8.00, bc 8.4, diameter 14.0. Pupils: normal: od: normal, round, regular, reacts well no apd. Os: normal, round, regular, reacts well no apd. Iop: od: 17, os: 17. Motility: full ou - visual field test type: confrontation visual fields. Visual field test result: full to finger counting ou. Exam: an examination was performed. Od external: normal lid position, nasolacrimal and orbital exam. Od lid margin: mucus membrane. Od conjunctiva: papillary conjunctivitis resolved. Os external: normal lid position, nasolacrimal and orbital exam. Os lid margin: mucus membrane. Os conjunctiva: papillary conjunctivitis resolved. Slit lamp examination od: od cornea: abnormal tear break up time. Os anterior chamber: deep and quiet anterior chamber. Od iris: normal iris without rubeosis. Od lens: clear lens. Os cornea: abnormal tear break up time. Os anterior chamber: deep and quiet anterior chamber. Os iris: normal iris without rubeosis. Os lens: clear lens. General appearance of the pt is well nourished. Orientation: alert and oriented x3. Mood and affect: no acute distress. Impression/plan: bacterial conjunctivitis: resolved, okay to use contact lenses. Dry eye syndrome: ou, use lubricating eye drops and ointments on a regular basis. This report is for the pt's od event. The pt's os event will be reported in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00j93x was produced under normal conditions. One opened lens in a lens case was received. The parameters of the opened lenses were measured and a visual inspection performed. The lenses met company standards for base curve, center thickness, power, and diameter. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.